Event description:
Information received with return of the explanted device notes intermittent loss of ventricular capture. The patient was partially pacemaker dependent with an escape rate of 30 bpm.